Event description:
Per the clinic, the patient's device was explanted on (B)(6), 2014 for unknown reasons; during the same surgery the patient was reimplanted with a new device.the device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): device is currently unavailable.

Manufacturer narrative:
This report filed may 8, 2015.